Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated surgery. Thereafter, the ipg failed to establish communication with external device. Ipg was confirmed inoperable. As a result, surgical intervention is pending to address the issue.